Manufacturer narrative:
(B)(4). Explant of intraocular lens. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that a zmb00 intraocular lens (iol) was explanted from the patient's right eye after he experienced an unexpected post-operative refraction of -1.38 diopters when the goal was plano. Another zmb00 iol, 23.5 diopters, was used as the replacement iol. In follow up it was learned that there was no incision enlargement or vitrectomy performed. Overall, patient is doing ok. An eyeglass prescription may be used for night driving to help with glare. Visual acuity is 20/30.

Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The iol was not returned in its original folding carton package. Under magnification, surface residuals (fiber/particles) were noted. The lens was cut in two pieces. The condition of the iol is consistent with one that has been explanted and handled in a non-sterile environment. No defects related to the manufacturing process were observed in the lens returned. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. All pertinent information available to the manufacturer has been submitted. Placeholder.